Event description:
It was reported that increased capture threshold and impedance were noted. The lead was capped and a portion returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 19.2cm from the connector pin was returned for analysis. No anomaly found in the returned lead portion. Without the return of he entire lead, a complete analysis could not be performed.